Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023 it was reported by a sales representative via sems that an ar-1588h tightrope® suture tensioner broke. This occurred during a case when tightening they broke. There was no additional information provided, additional information has been requested. Additional information was provided on 06/26/2023, it was reported that this event occurred during an acl reconstruction on (B)(6) 2023 . All fragments were retrieved from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.